Manufacturer narrative:
Lead model 3778-60, lot #v455105025, implanted: (B)(6) 2010, explanted: na; (noted as migrated lead) lead model 3778-60, lot #v455105027, implanted: (B)(6) 2010, explanted: na; programmer model 37744, serial # (B)(4), recharger model 37754, serial # (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation on their right abdominal side. It was determined that the lead had migrated. No interventions were reported. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.